Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, compromised immune resistance, xerostomia, immediate implantation, infection, increased sensitivity, swelling, inflammation. Compromised immune system caused excessive infection and rejection of implant.